Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing what she describes as "stinging" in the abdomen while charging her ipg. The "stinging" stops when the pt stops charging. It was noted the pt's ipg is located in the abdomen. The pt stated she charges with stimulation on for approx 2 - 3 hours every two days to fully recharge her ipg. After waiting two days after fully charging her ipg, the battery status on the programmer stated the ipg was almost depleted. A new charger was shipped to the pt on (B)(6) 2013. Follow-up pending.